Event description:
Patient was instructed to go to the emergency room by providence pacemaker clinic as she reported her device had been alarming for several weeks. It was noted from the carelink transmission that the patient had noise that was being sensed on the rv lead along with rv defib and svc defib impedance above 200ohms. The patient had a magnet applied to the device when I came to room to check her device and turn off therapies and alerts. Threshold was 1.0@0.4ms. Tip to coil r wave greater then 9 however oversensing noted. Reprogrammed sensing to bipolar and noted r wave 3.9mv. Patient does not pace and had heart rate of 102bpm at time of check. Will be referred to ep for lead extraction/replacement. Device functioning within normal limits. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).